Event description:
Per the hcp, "the pt experienced a return of spasticity a few months ago. On refill dates, the reservoir was still almost full, whereas the pump computer had computed a much lower volume. The pumps rotor was finally checked for rotation under fluoroscopy, as described in the synchromed clinical manual. As for the pump software, everything seemed to be ok, except that the rotor did not move. The pump will be explanted about in 1999 and returned to medtronic asap." No further info could be obtained from the hcp regarding the pt condition after explant due to foreign pt confidentiality issues.